Manufacturer narrative:
Other relevant device(s) are: computer 9735225 rollingstone s7. Device UDI number unavailable. Initial reporter information unavailable. A medtronic representative went to the site to test and service the equipment. The computer was replaced and the software was reinstalled, thus resolving the failure. The navigation system then passed the system checkout and was working as intended. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the customer stated the system was slowing down. During a site visit, a medtronic representative reported that the system was initially working but after a restart it didn¿t boot up. After several restarts, the system was still down. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information updated. Report source selection updated. If information is provided in the future, a supplemental report will be issued.